Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been filling the cannula with 1 unit (u) instead of 0.7u. Reportedly, the customer declined assistance with changing the setting. Blood glucose was in the 250's (mg/dl).